Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral artery using an indigo system separator 8 (sep8). During the procedure, the physician advanced to the femoral artery after gaining access through the internal jugular artery. The physician then made multiple passes with the sep8 using an indigo system aspiration catheter 8 (cat8). While using the sep8 within the patient, the physician felt resistance and experienced difficulty advancing past the valves of the veins. The tip of the sep8 distal of the bulb broke off while in use within the patient. The patient's current health status is unknown.

Event description:
Additional information received on 09-aug-2018, indicated that the sep8 tip broke off in the right femoral vein. It was noted that the patient's health status was "quite unstable" and no extensive maneuvers were performed to retrieve the sep8 tip.